Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, part of the retractor came off. Per facility, a plastic dot came off the paddle onto to the heart and was seen by the first assistant noted a small white foreign body in the surgical field on the heart. The first assistant was able to visualize and retrieve the small object as they were wearing a pair of magnifying surgical loupes. Per clinician, the foreign object was identified as possibly being a small piece of silicone over molding from the retractor. The product was not changed out. The procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 4238, 4315). Type of investigation: #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation finding #: 4238 - contamination of environment by device. Investigation conclusions: 4315 - cause not established. Upon evaluation of the returned device, the foreign material is confirmed; however, it was unable to be confirmed where on the device the foreign material derived from. The supplier was notified. A retention sample from the same product code and lot number was obtained and visually inspected. No foreign materials were found anywhere on the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 3, 2022. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.